Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, 95% stenosed left circumflex coronary artery. Pre-dilatation was performed with an unspecified 1.5x12mm semi-compliant balloon at 14 atmospheres (atms), and post-dilatation was performed with an unspecified 3.5x12mm non-compliant balloon at 12 and 14 atms. A 3.5x15mm xience prime stent delivery system (sds) was advanced, and the stent was deployed at 10 atms. A distal dissection was noted, so a 3x38mm xience prime stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.